Manufacturer narrative:
T:slim g4 user guide: do not fill the cartridge until prompted by instructions on the pump screen. A cartridge alarm occurs when the pump detects that you tried to fill the cartridge with insulin without following the proper procedure in the load menu.

Event description:
During a follow-up call on 3/25/2017, the customer reported being unsure if the on-screen instructions were being followed when the cartridge alarm 19's occurred on the pump. Additionally, the customer successfully loaded a cartridge onto the pump with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) with a cartridge during the load process. Customer's blood glucose level was 225 mg/dl. Multiple attempts were made as a follow up for the alarm 19 event; however, the customer did not respond.